Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, after which error did not recur and customer successfully started new sensor session.